Manufacturer narrative:
H.6. Investigation: three photos were received for evaluation. Upon review of the photos, the non-patient (np) cannula appears to have pierced the np rubber sleeve on the side. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that wingset pbbcs 23x.75 12 luer had poor sleeve function. The following information was provided by the initial reporter: "it is was reported non patient needle was protruding through sleeve. Verbiage received, - "the needle was poking through sheath covering prior to use.""

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that wingset pbbcs 23x.75 12 luer had poor sleeve function. The following information was provided by the initial reporter: "it is was reported non patient needle was protruding through sleeve. Verbiage received, "the needle was poking through sheath covering prior to use."